Event description:
It was reported the single use distal cover fell off during a therapeutic endoscopic retrograde cholangiopancreatography into the small bowel/intestines upon pulling the scope out of the patient. The cover was not able to be retrieved from inside the patient. The patient then underwent a CT scan and an x-ray but the cover was not identified. The patient was discharged post procedure and given laxatives to help expel the cover. The patient will undergo an MRI scan to locate the cover and would be followed by their gastroenterologist. Additional information was requested regarding the outcome but not available at the time of the report. It was noted that there was no anti-fog agent applied to the scope lens and that the user pulled/twisted the cover upon assembly to ensure it was on securely. The user also made sure the hook of the distal ring was fully visible within the distal cover, per the instruction manual.